Event description:
Boston scientific crm received information that this patient was experiencing left arm and shoulder pain after this lead was implanted last year. The physician elected to explant this lead and reconnect the previously capped lead to the pacemaker which is still functioning acceptably, per the physician. This lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.